Event description:
It was reported that during a da vinci-assisted hiatal hernia-paraoesophageal surgical procedure, customer reported the shaft of the monopolar curved scissors was slightly bent where the metal portion attaches to the orange portion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was bent where the orange section meets the shaft. Ports were confirmed to be placed. The instrument was inspected prior to usage with no damages notes. It was unknown what surgical task was being performed. The instrument did not collide with any other instrument during the procedure. There was no arcing observed. There was no reported harm or injury to the patient. There was no reported fragments to fall inside of the patients anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Manufacturer narrative:
The monopolar curved scissor instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a bent tube extension at the orange plastic section. There were no bulging or cracks on the tube extension. Bending is significant enough to affect installation or removal of the instrument through a cannula.

Event description:
Refer to h10/h11 for follow-up information.